Event description:
A customer reported that the touchscreen of their pump was cracked and shattered after being run over by a car, making it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Following the incident, the customer decided to rely on multiple daily injections to ensure continuous insulin delivery and planned to discuss with their partner about pursuing a non-warranty replacement.